Event description:
It was reported to boston scientific corporation that a flexiva laser fiber was used during a litholapaxy procedure in the bladder performed on (B)(6) 2014. According to the complainant, during the procedure, the flexiva laser fiber wore down in less than a minute of use. Another flexiva laser fiber was able to be used to complete the procedure. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber tip had detached.

Manufacturer narrative:
Evaluation findings of fiber tip detached. Visual analysis of the returned laser fiber revealed that the exposed glass tip measured 0.5 mm and appeared used. The pattern on the tip face was consistent with a fracture indicating that the tip broke off. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was bright, clear and scattered with an effective transmission of 71.7%. The noted damages indicate difficulty was experienced during use of the laser fiber and are likely due to anatomical/procedural factors encountered during the procedure. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot